Event description:
It was reported that on (B)(6) 2025 the patient experienced a major driveline infection which required surgical intervention in the form of debridement and, as well as medical intervention. The infection was not thought to be device related. The patient was admitted at this time and remains admitted as of (B)(6) 2025. A surgical debridement was performed while the patient was admitted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.